Event description:
It was reported that, during a meniscal repair procedure using the fast fix flex suture system, after deploying the second anchor, the suture removed entirely when pulling the suture tail to tighten the knot, as if the preloaded knot wasn¿t there. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4) the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A review of the manufacturing process found that the operator in charge must take the loose end of the suture and make a loop. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images found two label stickers with information of a fast fix flex and a fast fix 360. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.